Event description:
Device has been explanted.

Manufacturer narrative:
Clarifications to zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy, and seroma-late are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture, seroma-late.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii", "radial folds", "peri-implant fluid", and "lymph nodes with increased echogenicity". Device remains implanted.